Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. (B)(6).

Event description:
International customer reported that a patient underwent implantation of a peripherally inserted central catheter (PICC) line on an unspecified date. The patient presented with a PICC line occlusion at an unspecified time following implantation. The procedures utilized by the facility to maintain line patency were not provided. The customer reportedly uses a "kicki" line cap ( another manufacturer's device) for line closure. The PICC line was completely explanted and replaced. No further patient or device information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of the drawings, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The turbo-ject power injectable is shipped with instructions for use, which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿the product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry techniques. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by physician. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter solution. Catheter size should be as small as the use will allow¿. A definitive root cause could not be determined, however; based on the provided event information the likely root cause is deemed to be ¿product use or handling related¿. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.